Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the presence of a tear in the inner member of the balloon catheter. Additionally, scanning electron microscopy (sem) results noted the inner member rupture may be possibly related to exposure conditions or material/processing discrepancy. The inner member revealed longitudinal surface splitting on the outer surface. Delamination of the inner member layers was observed at the leak. The inner member leak either may be initiating within the matrix of the material or along the outer surface. A review of the lot history record (lhr) for the reported lot revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other similar incidents. Upon an expanded investigation, it was determined that the possibility existed that the cause of the inner member hole could potentially be related to a manufacturing issue (though not definitive), therefore the occurrence of this incident will be further assessed per site corrective and preventive action operating procedures and appropriate corrective/preventive actions will be taken accordingly.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the mini trek (2.0 x 12 mm) was prepared outside the patients anatomy and soaked according to the IFU. During a non-tortuous, heavily calcified left anterior descending artery procedure, the mini trek (2.0 x 12 mm) was advanced over a balance middleweight (bmw) guide wire without difficulty. During the first inflation, the mini trek (2.0 x 12 mm) balloon was inflated to 16 atmospheres (above the rated burst pressure) and contrast was noted to be leaking from the balloon. The mini trek (2.0 x 12 mm) balloon was removed without issues. Upon removal of the mini trek (2.0 x 12 mm), there was noted to be a pinhole in the balloon. Another mini trek (2.0 x 12 mm) balloon with the same bmw guide wire were used to complete the procedure. There was no patient effect or significant delay in the procedure reported. There was no additional information provided.